Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified an open shell. A leak test and microscopic analysis were performed which identified: a striated opening and a crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as a surgical damage consist in the use of some surgical tool. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain, anxiety, inflammation/irritation, pruritus, edema, and tissue damage.

Event description:
Patient reported left side exchange of textured breast implants due to concern with product and having "issues" with implants. Healthcare professional reported "patient has been experiencing pain in both breast and the pain has gotten worse over the last four months" patient representative reported patient experienced ¿swollen lymph nodes,¿ ¿chronic inflammation,¿ ¿tissue damage,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿pain,¿ ¿itching¿ and ¿swelling.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿weight loss; post-operative complications,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing;¿ these events are not related to the device. Device was explanted.